Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported symptoms of nausea, diarrhea and abdominal pain with subsequent diagnoses of peritonitis and sepsis. There is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty select cycler or cycler set. Additionally, there is no allegation of a machine malfunction or leak with the cycler set reported for this event. Per medical records there was suspicion that the peritonitis could have stemmed from the patient¿s past history of gastroenteritis; however, the source of the peritonitis was not confirmed. Based on available information the cause of the adverse event cannot be determined. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they had been to the hospital. Additional information was obtained through follow up with the peritoneal dialysis registered nurse (pdrn) and medical records. Per the discharge summary, this patient presented to the emergency room (ER) with nausea, diarrhea, worsening abdominal pain and turbid pd effluent. The patient was diagnosed with peritonitis secondary to pd therapy. The pd cultures were negative for growth after 72 hours. The patient was also found to meet the sepsis criteria based on fever (unknown temperature), tachycardia (unknown rate) and significant leukocytosis of 28,000 (unknown units). The patient was started on vancomycin and levaquin (route, dose, strength, frequency and duration unknown) in the ER based on the significant leukocytosis; however, vancomycin was discontinued and flagyl was initiated (route, dose, strength, frequency and duration unknown) due to possible translocation of bacteria from gut secondary to the patient¿s gastroenteritis history. An abdominal exam was benign for gastroenteritis and would be followed up on repeat pd sample. The source of the peritonitis was not confirmed. The patient continued pd therapy while hospitalized and was discharged to home in stable condition. No further hospital course is documented.